Event description:
Additional information received reported the healthcare professional (hcp) tried to retrieve the tip, but were not able to. The patient was fine with no apparent consequences. Refer to manufacturer report #3007566237-2015-00796.

Event description:
It was reported the tunneling obturator tip broke off while the healthcare professional (hcp) was tunneling the extension. The hcp tunneled from the pocket and they may leave the tip in place if they could not find it. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3655 tunneler, lot# unknown, product type: accessory; product ID neu_in s_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_ptm_prog, lot# unknown, product type: programmer, patient. (B)(4).